Event description:
It was reported that during routine maintenance, isolation circuit card needs to be replaced on the arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during routine maintenance, isolation circuit card needs to be replaced on the arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty isolation circuit card. The device was evaluated and the reported issue was confirmed as the isolation circuit card was faulty and needed to be replaced. The isolation circuit card was replaced. The device underwent general maintenance and passed applicable testing. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.